Event description:
The customer reported a leak from the front of the coulter® act diff 12 analyzer. The instrument was failing controls when the leak was noticed. The volume of the leak was about 5ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot over the phone with customer technical support (cts). The customer indicated that the baths were overflowing. Cts instructed the customer to prime the tubing of the baths waste pump in case there was any obstruction. The customer primed the tubing of the baths waste pump and the leak was repaired. (B)(4). Cts troubleshot with customer on phone.